Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was received in its original packaging and in the container jar. In dry condition, from the outflow, all leaflets were partially closed with gaps between all free margins. From the inflow, one leaflet was in the closed position while two leaflets were in the open position towards the frame wall. In submerged condition, leaflets were partially closed with gaps between all free margins. All leaflets were flexible and intact; no leaflet damage was noted. All commissures appeared intact. The hydrodynamic data and leaflet kinematic videos from the explant were reviewed. The hydrodynamic performance (effective orifice area (eoa) and regurgitant fraction) met the requirements within melody product performance specification and are in line with historic data. The valve appears to open and close fully. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. In conclusion, the valve leaflets which prompted the product return is behaving normally, and this valve functions as it should, meeting all the applicable product performance specifications as well as the international standard minimum performance requirements. The reported regurgitation cannot be confirmed. A melody/ensemble procedure preparation tip card is available for users as a guide. This includes acceptable leaflet variations and describes medtronic¿s testing methods in manufacturing prior to releasing valves to distribution. Based on the investigation, functional testing, and analysis findings, the device considered acceptable. No risk analysis review is required. No formal investigation is recommended. Medtronic will continue to monitor field performance for similar events should they occur. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 16 mm transcatheter pulmonary bioprosthetic valve surgically in the pulmonary position, the valve was rinsed and was reported to be asymmetrical with two large and one minor leaflet. The valve was mounted on a 20 mm non-medtronic balloon and distal anastomosis valve implant was performed. Prior to the completion of the proximal anastomosis, it was reported that the minor leaflet was immobile resulting in severe regurgitation. The valve was explanted replaced with a 22 mm transcatheter pulmonary bioprosthetic valve with good results. No additional adverse patient effects were reported.